Event description:
It was reported that before use, the cs300 intra-aortic balloon pump (iabp) unit has maintenance code # 5. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Manufacturer narrative:
A getinge field service engineer (fse) was dispatched to evaluate the iabp unit. The fse replaced the main control board which resolved the issue. The unit passed all functional testing. Investigation was performed by technician of the maquet failure analysis and testing dept. (Fat). The failure analysis and testing dept. Received pcb, main board with a reported unit failure of maintenance code 5. The failure analysis and testing dept. Performed a visual inspection and found the part to be in good condition. The failure analysis and testing dept. Installed pcb, main board into the cs300 test fixture and tested the board to factory specifications per the cs300 service manual. The fat was able to replicate the failure of maintenance code 5 that the customer had experienced. The board failed testing. Retaining this part in the fat dept. As per procedure.